Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was not communicating with external devices. A company representative met with the patient and attempted pairing with the clinician programmer (cp), however the representative was unable to establish any connection with the patient's scs ipg as multiple connection message errors were displayed on the clinician programmer. Finally, the representative received the ipg was at "end of its service" message. The patient stated she began receiving the elective replacement indicator (eri) message shortly after being implanted. Surgical intervention was taken and the patient's scs ipg was replaced with a new one.